Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Review of the patient data file did not reveal any single compressor malfunction alarms. However, multiple external air connected notifications were observed. This is an indication that the necessary conditions required for the driver to operate exclusively on external air were not consistently met, thereby causing the driver to disable the external air connected icon and activate the primary compressor. During investigation testing, a malfunction of the manual pressure regulator to maintain the required pressure set point value was identified as the root cause for the compressor cycling while connected to wall air. The issue of compressor cycling because of a malfunction of the manual pressure regulator is being investigated in a CAPA (corrective or preventive action). The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with compressor cycling because of a malfunction of the manual pressure regulator. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a single compressor malfunction alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.